Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had natural removal after the operation due to sterilized water leakage pinhole.

Manufacturer narrative:
The reported event was not confirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first photo was a top view of the three-way catheter. The second photo was a zoomed in view of the tip of the catheter where the silicone has flashing at the base of the deflated balloon and the tip of the catheter. Cuffing was also observed. The third photo was of the inflation cap where the batch number was confirmed ngjr2162. Received 1 all silicone foley catheter with syringe. Visually inspected the catheter and no physical defects were present. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. Cuffing was present. The catheter rested with no leaks. Connected the returned syringe and the balloon deflated passively in under 5 minutes: 1 minutes 15 seconds. The reported event was not confirmed. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had natural removal after the operation due to sterilized water leakage pinhole.